Manufacturer narrative:
Device evaluation: visual inspection shows no outward signs clotting/fibrin. Pressure integrity testing shows no internal or externa l leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. The device was sent to the blood lab for performance testing.. The testing was conducted at a 1:1 ratio (7lpm blood and gas flows). Conclusion: reason for the return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that during an emergent salvage case, there was potential high pressure whilst on pump. The device was used to complete the procedure. There was no reported adverse patient effect associated with this event. Medtronic received additional information that the pressure and flow started decreasing sometime after cooling the patient. Isolyte, heparin and albumin were used in prime and during the case. The circuit pressure was measured post oxygenator and only from the oxygenator outlet. Heparin dose was monitored as emergent salvage, 10,000 in prime, 40,000u given to patient. Hms plus value was 300 and act value was 549. Venus temperature was at 24cº and arterial at 20cº. The patient's serum albumin level pre-bypass was 3.1. Pre-operative platelet count of 320. The patient was discharged doing very well and no serious adverse outcome was observed. The patient was cooled and a gradual decrease in circuit flow and arterial line pressure was observed. Oxygenation remained adequate, and svo2 values were within the normal range. Upon initiation of circulatory arrest, the decision was made to exchange the oxygenator. Inspection of the removed oxygenator looked normal, with no visible clots.